Manufacturer narrative:
The initial reporter placed an expired implant.

Event description:
The clinician reported that almost 2 months after the immediate dental implant was placed in ada site 10 in the patient's mouth, the implant did not achieve osseointegration. The clinician noted the patient's peri-implantitis, infection, pain, bleeding, implant mobility, inflammation and poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.